Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial internal carotid artery ophthalmic segment aneurysm with a max diameter of4 mm and a 4.6 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 5 mm diameter. The landing zone was 3.55mm distally and 3.96 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level meets the standard. The angiographic result pre-procedure showed ophthalmic segment aneurysm with type IV cavernous sinus involvement and curvature at the ci segment. It was reported that the ped stent system dropped, and transfer to a new catheter resulted in damage to the stent body. It was clarified that after advancing the microcatheter proximally to beyond the m2 segment, the tip end of the stent opened, deployment was continued. When pulling back to seat the stent at the distal anchoring point, system tension was reduced andthe system was inadvertently dropped. Tortuous vasculature with inadequate force transmission was identified as a contributing factor for the drop. The damage was identified as occurring when the stent was advanced during movement to a new microcatheter, resulting in inadvertent damage. No issue, kink, or damage was observed to the catheter, and no allegation was reported. The type of ped damage observed was a kink. A new stent was subsequently opened. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.